Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site had opened. No signs of infection were present. Per company representative, the doctor believes the pocket site opened because of how the patient wears her pants and the pressure it put on the site. As a result, the doctor decided to explant/replace the patient's ipg and relocate the pocket site.